Event description:
It has been reported the patient's dash personal diabetes manager (pdm) stops some bolus deliveries intermittently on its own without any pdm notifications. The pdm history shows entries where a bolus started, delivered 0.3 units, and then was marked as cancelled before completion, despite no user cancellation. The issue occurs at random times, including morning, mid-morning recess, and lunchtime, while basal delivery appears normal. A replacement device has been sent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.